Manufacturer narrative:
Contact information: (B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient harm.